Event description:
Provider spoke with (B)(6) in tech service to advise that the bus driver drove the chair off the ramp into a curb and the right caster is bent backward toward the drive wheel and the right caster will work with the stability lock when the user goes over a bump the right caster stays in the air. Provider hung up before any additional information could be obtained.